Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test from the insulin pump. The customer's blood glucose reading was 123 mg/dl. The customer stated that the pump alarmed during normal use. The customer stated that aa lithium batteries were in use. The customer inserted new battery and the pump alarmed again. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with operating currents within specifications, and passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No failed battery test alarms were noted. The pump alarmed pump error 63 during the self test and confirmed in the pump history due to a cold solder joint at the keypad assembly. The pump was received with a cracked keypad overlay at the select button. The pump also had minor scratches on the lcd window, case and keypad overlay.